Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 454-581 mg/dl and the customer was taken to the emergency room. The customer was admitted to the hospital for the high bg and was treated with insulin injections. The high bg was resolved and the customer was discharged on (B)(6)2017. The contact was not with the customer at the time of the report. No further details were provided. The contact reported that the cause of the high bg was due to the customer's use error and inability to use the pump properly despite having extensive training. The pump or pump supplies were not the problem. The contact declined tandem technical support's offer to reach out to the customer stating that the customer was not capable of using the pump regardless the amount of training provided. No additional information was provided.